Manufacturer narrative:
The invovled part was not returned for investigation. A specific root cause could not be identified. The issue was resolved during the service visit. No patients were involved in this case. No injury was reported.

Event description:
The user found three capacitors on a pcb (printed circuit board) control board were "burnt out" and the hemoglobin lamp was "blown out". The field service representative stated he thought the capacitors were damaged due to excessive heat as the parts were physically damaged. No erroneous results were generated and no instrument operators or lab personnel were injured. The field service representative determined there was an electronic failure and replaced the pcb control board. To verify the operation, he ran calibration.